Event description:
It was reported to vyaire medical that the 3100a ventilator was not holding map (mean airway pressure). The customer confirmed that there was no patient involvement associated with the reported issue. The customer stated that the issue took place prior to patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer stated that replacing the limit needle valve resolved the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.